Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the scs ipg had become inoperable and thus was surgically replaced. This intervention successfully resolved the problem.